Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. The returned meter has been investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. Section g-5 (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated. - attachment: [attachments. Zip]

Event description:
Customer's caregiver reported that on (B)(6) 2018, customer experienced symptoms described as sweating and seizure and was unable to test on the adc blood glucose meter due to an ER-3 message appearing on the meter display. A healthcare professional was called who diagnosed the customer with hypoglycemia and injected glucagon as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2018, customer experienced symptoms described as sweating and seizure and was unable to test on the adc blood glucose meter due to an ER-3 message appearing on the meter display. A healthcare professional was called who diagnosed the customer with hypoglycemia and injected glucagon as treatment. There was no report of death or permanent impairment associated with this event.